Event description:
Additional information received reported that a continuous saline flush had been administered and maintained as indicated in the IFU. The micro-guider was not a medtronic product, but the stent was a solitaire ab.

Manufacturer narrative:
H1: correction to report type. This event was initially submitted as a serious injury in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the react-71 catheter was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch, within an opened react-71 inner pouch and within a dispenser coil. No other devices involved in the event were returned. Visual inspection/damage location details: no damages or irregularities were found with the react hub. The react-71 catheter body was found accordioned between 18.6cm and 15.0cm from the distal tip. The distal tip and marker band were found undamaged. Testing/analysis: the react catheter total length was measured to be 141.2cm and the useable length was measured to be 134.5cm which is within specification (total: 141cm ±. 3cm; usable: 132cm +3cm/-0cm). The react catheter was flushed, water exited from the distal end. A 0.067¿ mandrel was inserted into the catheter hub, through the catheter body and became stuck at the accordioned section. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance during device delivery¿ and ¿catheter kink/damage¿ were confirmed as resistance within the catheter was observed with an in-house mandrel at the accordioned section. Possible causes for the catheter accordioning are patient vessel tortuosity, user advances/retrieves intraluminal device against resistance, catheter entrapment or incompatible devices. Other possible causes for catheter resistance are patient vessel tortuosity, incompatible devices, material occlude catheter, guidewire damage, lack of continuous flush during delivery or lack of hydration prior to use. Customer reported vessel tortuosity as severe, devices were prepared per IFU, and continuous flush was maintained. As no other devices involved in the event were returned, any contributions of the solitaire ab and unknown micro catheter towards the failure could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for thrombectomy. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with a 10mm diameter. It was reported that the patient had an intracranial aortic occlusion. After the surgeon guided the react71 with a micro-guidewire and microcatheter to push it to go upper, aspiration was performed. A second aspiration was then performed, and a stent was used for combined aspiration and traction. After pushing the stent to go upper again, it was found that the microcatheter became stuck the middle section during the pushing to go upper process. The react71 was withdrawn and found to be kinked. After replacing it with a new react71, the surgery was successfully completed. The surgeon stated that the first one had a quality problem and therefore no charge was given. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.